Event description:
Correspondence was obtained from beckman coulter regarding their access accutni reagent kit, for use on access immunoassay systems, used to validate troponin I measurement. This reagent have been in use at this institution. No specific patient issues have been identified. The correspondence reflects that values obtained with unicel dxi systems have demonstrated to have a positive bias compared to values obtained with access or access 2 systems.